Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008 the patient reported that the previous day her blood glucose elevated to 300 mg/dl. Her normal blood glucose range is below 200 mg/dl. She stated that she bolused to lower her blood glucose but her readings remained elevated. She then found that her infusion tubing was full of air. She injected insulin to lower her blood glucose and she changed the insulin cartridge and infusion tubing. She stated that she primed the infusion tubing but there was still air present. She stated that the luer connection was a little loose and she tightened it and primed again. She was able to remove the air. She stated that she did not allow the insulin to reach room temperature before use. She was advised to always use room temperature insulin. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.